Event description:
There was an allegation of questionable glucose hk gen.3 results for 1 patient sample on a cobas c 503 analytical unit. The initial result was 17.7 mg/dl, and the repeated result was 89.5 mg/dl.

Manufacturer narrative:
The reagent lot number is 882312. The expiration date was not provided. The field service representative replaced and adjusted the sample probe. He checked the gear pump adjustment, adjusted the rinse water level on the rinse station, performed a mechanism check, and performed tests with acceptable results. The investigation determined that the service actions resolved the issue.